Event description:
The customer contacted physio-control to report that their device cycled power twice by itself during a patient event. The customer was monitoring a patient at the time and defibrillation was not necessary during the event. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were available.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution, physio replaced both the system pcb and main keypad assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.